Manufacturer narrative:
The device has been returned to olympus service center for evaluation and the investigation is pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the colonovideoscope experienced insufficient reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
H10: per the information obtained from the customer, the device was reprocessed before it was returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of white foreign material in the auxiliary water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage at the el-connector. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.